Event description:
It was reported that the bd micro-fine¿+ pen needle was blocked during the insulin injection due to repeated use. The following information was provided by the initial reporter, translated from chinese: "after confirming with the customer that the blockage was caused by repeated use, the blocked needle was discarded and not kept. The patient takes insulin injections for a long time due to diabetes. When using this batch of insulin needles, the medicine liquid is blocked. It is suspected that the needle is blocked and cannot be used normally. After replacing a new needle, there is still no medicine flowing out.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.